Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked and damaged. During the investigation, the kink and damage did not prevent fluid from exiting the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was kinked/damaged, the timing and cause of the kink/damage is unknown. No other damages or defects were found with the device. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, the patient changed out the pod and gave correction bolus. The pod was leaking.